Event description:
A patient with a strong family history of heart disease has been experiencing chest discomfort over last couple months. Patient states that this occurs irrespective of activity and describes it as a sensation of the chest of going numb. Patient presents as referral to clinic for dobutamine stress echocardiogram. An IV was started for dobutamine administration. Rn attached a t-connector w/10ml saline flush to IV catheter and proceeded to flush the IV. Saline flush leaked at the leuer lock connection site. No harm to this patient nor rn involved with the care. We have had recent similar experiences (x3) with same type breaks and splashing/leaking of fluids.